Event description:
It was reported that the tip of the screwdrivers broke off. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The present screwdrivers were analyzed for conformance to print specifications as well as the device history records were researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. We can only assume that the screws were tightened with far too much force and caused the breakage of the tips. The fracture surface is homogenous, which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing nonconformances. No product or material related condition was found.